Event description:
A hosp in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that the rd900afu neopuff infant resuscitator seemed to be "less sensitive." The gas flow rate had been adjusted in order to achieve the desired pressure. The positive end-expiratory pressure (peep) control knob was also readjusted to obtain the desired peep level. This event occurred during pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to fisher & paykel healthcare (fph) office in (B)(4) where it was performance tested. Results: no fault was found with the complaint device. It functioned correctly during the performance check. Conclusion: the neopuff is intended to generate peak inspiratory pressure (pip) and positive end expiratory pressure (peep) via the pip control knob on the front panel and the peep valve in the t-piece, respectively. The pip and peep settings may be altered by the user using the valves. The pip setting can be adjusted without altering the gas flow rate. It is advised that all users of neopuff device be adequately trained in infant resuscitation techniques. It is also assumed that the users will follow the neopuff operating instructions, which clearly state the need to verify the correct set up of the device prior to use. The fph field rep in (B)(4) is scheduled to conduct a training with the hosp staff emphasizing the correct set up of the neopuff device.